Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having problems with charging their implant and the issue began at least 6 months ago. Patient also stated they were given a couple settings and one was where they didn't feel the zap every once in a while and another one where they could feel the zap every once in a while and they were told if they did it on the one that didn't zap as much then it drains the battery quicker. Agent walked pt through resetting controller and prm 100 100 100. Patient then confirmed recharging excellent. Troubleshooting steps fixed issue. Agent helped pt turn stim on, educated pt on different groups and settings adjustment, charging expectations, and battery levels. Pt stated the trial helped with their pain completely, and now they were in pain because they haven't been able to charge implant.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.